Manufacturer narrative:
Concomitant medical product: persona natural tibia trabecular metal catalog # 42530007102 lot # 62186975. Nexgen® complete knee solution, trabecular metal standard primary patella catalog # 00587806535 lot # 62345109. Femur trabecular metal cruciate retaining (cr) standard porous catalog # 42502806402 lot # 62377634. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00294.

Event description:
It was reported that the patient underwent a knee arthroplasty and is now scheduled for revision of the "lower half" of the knee due to knee pain.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Compatibility check noted no issues. Review of the complaint history determined that no further action is required. Per the package insert, pain is a known potential adverse effect of the tka procedure. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, this device is not consider at cause of the event.